Manufacturer narrative:
Corrected a.2 and h.6 codes. Please reference related manufacturer report no: 2015691-2021-05595. Investigation is ongoing.

Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was not returned for evaluation. A DHR review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the burst delivery system balloon. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation manual, and device training manual were reviewed. During thv delivery, prepare the edwards sheath introducer set per its instructions for use. Insert the loader assembly into the sheath until the loader stops. Advance the delivery system until the thv exits the sheath. For iliofemoral access, the thv should not be advanced through the sheath if the sheath tip is not past the bifurcation to minimize the risk of vessel damage. The thv should not remain in the sheath for over 5 minutes as leaflet damage may result and impact valve functionality. In a straight section of the vasculature, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible. Do not pull past the warning marker. To prevent possible damage to the balloon shaft, ensure that the proximal end of the balloon shaft is not subjected to bending. If valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Engage the balloon lock. Utilize the fine adjustment wheel to position the thv between the valve alignment markers. Do not turn the fine adjustment wheel if the balloon lock is not engaged. Do not position the thv past the distal valve alignment marker to minimize the risk of improper thv deployment or thv embolization. Maintain guidewire position during valve alignment to prevent loss of guidewire position. Utilize the flex wheel to access and cross the valve. Disengage the balloon lock and retract the tip of the flex catheter to the center of the triple marker. Engage the balloon lock. Position the thv with respect to the valve. Begin thv deployment by first unlocking the inflation device. Ensure hemodynamic stability is established and begin rapid pacing; once arterial blood pressure has decreased to 50 mmhg or below, balloon inflation can commence. Using slow controlled inflation, deploy the thv with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon. Deflate the balloon. When the balloon catheter has been completely deflated turn off the pacemaker. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since a product non-conformance could not be confirmed and no IFU/training manual deficiency was identified, escalation to a pra is not required. Since no edwards defect could be confirmed, no correct/preventative actions are required. The burst balloon was unable to be confirmed as neither the device nor applicable imagery was returned. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the lot history, DHR and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''restrictions and stress were so important that balloon burst as soon as the release of the valve'', suggesting tortuosity. Additionally, the patient had ''a buckle in the iliac artery was not seen by the physician on scanner'' further suggesting a tortuous anatomy. The balloon burst could occur from multiple factors (e.g. Annulus calcification, over inflation of balloon or flex tip not retracted during deployment). However, without further patient anatomical information or the applicable procedural imagery/cine, a definite root cause is unable to be determined at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a tf tavr case with a 29 mm sapien 3 valve a buckle in the iliac artery was not seen by the physician on scanner. It was very difficult to insert the esheath and to advance the commander delivery system through the sheath. The balloon burst during valve deployment, resulting in the valve embolizing into the descending aorta. The patient remained well. Approximately one month later a 29mm sapien 3 valve was implanted via subclavian approach with very good results. Patient was very well after the procedure.